Event description:
It was reported that the lead end cap damaged the lead. Impedances greater than 2000 ohms were reported on all or some of the unipolar pairs. No pt symptoms or further device troubleshooting were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.